Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15786. It was reported the pt is no longer receiving stimulation in his pain pattern due to migration of both leads. The physician recommended surgical intervention be taken, however the pt is uncertain if he wants to undergo another surgery at this time.